Event description:
Four implants were broken off during attempted insertion. Implants were left embedded in the bone and another fixation method used to complete the case. The implants were from three different production lots.